Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was not pressed down all the way. No audible click was heard. Manual compression was used to achieve hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced during advancement. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly. The exoseal vcd was securely locked with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window turned solid black. During retraction, the physician had their thumb on the plug deployment button, and the indicator window showed red color. There was no issue or damage to the deployment lever. The plug could not be deployed. The device was not attempted to be deployed outside the patient¿s body. The procedure used an antegrade approach. The operator was trained in the use of the exoseal vascular closure device (vcd). The device was used in an interventional procedure. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. No calcium/plaque, stent, or stenosis >50% was present at or near the puncture site, and the site had not been previously closed within 30 days nor showed signs of hematoma, arteriovenous fistula, or pseudoaneurysm. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was not pressed down all the way. No audible click was heard. Manual compression was used to achieve hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced during advancement. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly. The exoseal vcd was securely locked with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window turned solid black. During retraction, the physician had their thumb on the plug deployment button, and the indicator window showed red color. There was no issue or damage to the deployment lever. The plug could not be deployed. The device was not attempted to be deployed outside the patient¿s body. The procedure used an antegrade approach. The operator was trained in the use of the exoseal vascular closure device (vcd). The device was used in an interventional procedure. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. No calcium/plaque, stent, or stenosis >50% was present at or near the puncture site, and the site had not been previously closed within 30 days nor showed signs of hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in a manufacturing position, and the indicator wire was not deployed, where no abnormal conditions were observed to be present on the indicator wire. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed as the guard was locked successfully with audible click, and the indicator wire deployed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black, white, and red position was obtained as well. A high magnification evaluation of the internal mechanism was performed, and no abnormal conditions were observed. A review of the manufacturing documentation associated with lot 18436370 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked and vascular closure device (vcd) no audible click¿ was not observed through analysis of the returned device since the lever was able to be depressed with successful plug deployment. The device was received with guard unlocked. Once the guard was locked, the audible click was heard. The exact cause of the issue experienced could not be conclusively determined during analysis. Handling factors are possible contributing factor since the device was received with the guard unlocked. It is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. In addition, it was reported that the physician had the thumb on the plug deployment button during retraction and the window showed red during retraction. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. An antegrade approach was also reported. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.